Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: a review of the pump black box found that rebooting had occurred preceded by two replace battery alarms. Excessive battery usage was observed on (B)(6) 2013 when the battery voltage dropped from 163 to 120 in 24 minutes. The battery compartment was confirmed to be intact with no damage. There was evidence of moisture in the battery compartment. The pump was able to power on appropriately with the returned battery cap and no power events were observed. The current draws were tested and confirmed to be within specifications. The pump was opened and no evidence of additional moisture was found inside pump. The power circuit was examined and no evidence of intermittent contact was observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated the battery life of pump is short, lasting 1-2 weeks. The reporter stated that one battery, when removed, was corroded on the end. There was corrosion in the battery compartment with no physical damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.